Event description:
It was reported that the shaft broke and had a hole. A runway guide catheter was selected for use. During the procedure, it was reported that the shaft broke, and a hole was also noted. The procedure was completed successfully. No patient complications were reported.